Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and pace impedance measurements of greater than 3,000 ohms. Technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that this right atrial (ra) lead exhibited noise and pace impedance measurements of greater than 3,000 ohms. Technical services (ts) discussed troubleshooting options. The lead remains in service. No adverse patient effects were reported. Additional information was received that the physician had discussion with ts whether to perform a ra lead extraction or not, as this patient required a magnetic resonance imaging (MRI), which is considered off label use as there is evidence of fracture and or compromised device integrity with the high out of range pace impedances and elevated threshold measurements. This patient is less than 1 percent ra paced. The physician is opting to have this patient undergo a MRI rather than extract this ra lead at this time.